Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the unit needed to be calibrated and a component to the solenoid was not installed properly. After calibration and installation properly checked, the unit performed to manufacturer specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator had lower than expected flows at the high setting. The customer reported that there was no patient involvement.